Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 319.006, synthes lot # h886588, supplier lot # h886588, release to warehouse date: august 19, 2020, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: h886588) was received at us customer quality (cq). Upon visual inspection, the needle was broken off the slider. The broken needle was not returned. Device failure/defect identified? Yes, dimensional inspection: no dimensional inspection was performed due to the post manufacturing damage of the device. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the needle of the complaint device was broken off the slider. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, the following devices were set aside for complaints: the handle with quick coupling has a cracked, depth gauge needle popped off, two stardrive screwdriver shaft was warped, and one screwdriver was flattened. There was no patient involvement. This complaint involves (5) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 4 of 4 for (B)(4).